Manufacturer narrative:
The device involved in the reported complaint was returned for investigation, and the failure was confirmed. The device was received with the balloon detached from the proximal end of polyimide shaft. The core wire was detached from handle. Visual inspection revealed that the distal end of the balloon remains attached to the core wire. The balloon was bunched up and the proximal balloon bond was severely damaged, probably the result of multiple attempts to retract the balloon. The polyimide shaft was inspected at high magnification for anomalies that may have obstructed the device path during device removal. It was observed that the adhesive taper was missing and the polyimide shaft was damaged and kinked which indicates that the balloon bond may have been caught at the distal tip of the advancer tube. A misalignment of the advancer tube with the tissue tract by the user can cause the advancer tube to "pin" the catheter shaft and prevented the balloon to deflate completely. In addition, an angular contact with the distal end of the advancer tube could strip away the adhesive taper. Severe damage was noted to the distal tip of the advancer tube. The indentation on the distal end of the advancer tube indicated excessive force was applied to the catheter handle as the advancer tube was held in place. The resistance caused by a detached proximal balloon leg could have caused the core wire to dig into the distal end of the advancer tube. In addition, the piston of the syringe was partiality separated from the plunger. It is unknown if the piston separation occurred during initial deflation or the result of multiple attempts to deflate the balloon. When the piston came loose during pull back, it may fails to provide proper sealing between plunger and syringe barrel, resulting in failure or difficult to deflate the balloon. The review of the lhr (f1634102) indicated that the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported "balloon retraction jam" could not be conclusively determined. Based on the case information provided and the investigation performed, the balloon proximal bond detachment was most likely caused by an application of excessive force during the withdrawal of the catheter through the advancer tube causing the balloon detachment. This excessive force is evidences by imprints of the core wire on the distal end of the advancer. It should be noted that the IFU device removal step includes the following statement: if unusual resistance is felt during catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. Based on the investigation results, the probable causes of the piston plunger failure was application of excessive bend and or torsion force in the plunger shaft during pull back. However, it is unknown if the piston separation occurred during initial deflation or the result of multiple attempts to deflate the balloon. Based on the information provided and the investigation performed, the root cause of the reported hematoma could not be determined. Should additional relevant information become available, a supplemental report will be filed.

Event description:
After mynxgrip (6f/7f) vascular closure device (vcd) deployment and balloon deflation post an interventional coronary procedure, the device and the tamp tube were removed; however, a lot of resistance was felt. After pulling additional times, the mynx balloon catheter separated and detached from the mynx catheter with about 6 inches of balloon catheter hanging out of right groin. It was additionally reported that the physician had noticed that the non-cordis 7f sheath was kinked prior to mynxgrip deployment and still opted to use the device. The product was stored in the lab inventory temperature controlled room. The stopcock of the introducer sheath was opened prior to shuttle down. There was no significant resistance when shuttling down and no excessive force was applied. However, moderate force was applied when retracting the sheath. After mynx deployment, the physician waited for one minute for the swell time, and deflated the balloon, assuring the bubbles in the mynx side arm were present. The physician removed the mynx device through the tamp tube; however, the balloon wasn't connected to the device. Then, the tamp tube was removed and close to 6 inches of the mynx balloon catheter was hanging out of the patient's groin. The physician instructed the tech to "cut the wire" because it was suspected that the balloon was still inflated and cutting the wire would deflate the balloon. After the tech cut the mynx balloon catheter down to two inches, the tech tried to remove the rest of the device and felt resistance. Then, a vascular surgeon was called to the lab. The physician held pressure on the patient's right groin with the left hand, and used hemostats to pull and twist the remaining mynx balloon catheter with the right hand. The physician was able to remove the device completely and manual pressure was held for 20 minutes as the patient developed a small quarter-sized hematoma prior to transport to room. After hemostasis was complete, the hematoma was resolved. The patient was taken to recovery room with no complications, a stable blood pressure and pulse palpability of 2 plus. The patient did not require surgery, a cutdown, or medical treatment. The patient's hospitalization was extended; however it was reported that it was not mynx related. The patient recovered. The tech believed that the issue occurred when the device was originally inserted into the kinked sheath (below the sheath hub), the atraumatic mynx wire and balloon folded over on itself and eventually was sheered. Additional information was requested, but is not available at this time.